Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir has leaked in the pump beyond both o rings. The customer's blood glucose reading was 100 mg/dl at the time of incident. The customer was advised to discontinue use of the reservoir and that a new one would be replaced and to return the product for analysis.